Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the insulin pump had partial display. The blood glucose was unknown at the time of the incident. The 3 big white lines and 2 big blue dots were on the display screen. Troubleshooting steps were guided for blank display. Customer advised to replace and discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.